Event description:
The hospital reported that the vh-1111 eye piece cracked. This was noticed before sterilization of the scope. There was no patient or procedure involved. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. An additional illumination port adapter was received. Sent to (B)(6) on (B)(6) 2010 - complaint not confirmed. No defect in material or function. Device shows signs of normal wear and tear. Internal file number - (B)(4).